Event description:
It was reported that an ilet pump produced ¿ghost¿ notifications in which the device emitted an alert sound and vibration but displayed no corresponding alert, and the user confirmed the alerts were distinct from other devices; the behavior has not recurred since the prior month, and the problem aligns with an incorrect message or alert display associated with the device screen. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an incorrect data definition associated with the device¿s alert behavior consistent with the device displaying an incorrect message on the screen. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.